Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle hub was separated from the sensor base, no problem parts were observed during our analysis. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 102 mg/dl. The customer stated that he inserted the serter and it clicked then nothing happened. The customer stated that the needle did not retract and there was nothing there. The customer stated that there was no electrode on the sensor. The customer will be sent a replacement sensor.